Event description:
It was reported that a caregiver expressed concern about increased insulin use requiring more frequent cartridge changes while the user used the ilet system, with review indicating frequent unannounced snacks and inconsistent or smaller-than-usual meal announcements that prompted automated correction dosing. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency care, and no long-term impairment. Investigation included review of therapy and event data and user report with use environment assessment. Investigation of this case revealed use-related factors, specifically under-announcement or missed meal announcements and snacking without announcements leading to repeated correction dosing and higher insulin utilization, with no device malfunction identified. It was concluded that the device performed as designed and that user behavior contributed to the reported event, and user education on meal announcements was provided.